Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging that the pump randomly delivered more insulin while delivering normal the previously set basal rate. It was alleged that "insulin bursts" occurred that were not programmed which became an increasingly worsening issue over a period of 3 days¿ time. The patient attempted to gain control of their blood glucose by adjusting the basal rate in the pump's program without guidance from their health care professional. The reporter noted that the patient experienced elevated blood glucose (bg) less than 70 mg/dl but greater than 40 mg/dl with no reported additional signs or symptoms of hyperglycemia. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.